Event description:
During testing by baxter (B)(4) technician, a colleague infusion pump experienced a malfunction of "failed air in line test - reading was too high". This event had the potential to interrupt delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. This device is a p1.7 colleague pump with a user interface module software version of 8.11.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "failed air in line test - reading was too high" was confirmed during product evaluation. The root cause was assigned to the air sensor on the pumphead module unit. The pumphead module unit was replaced in order to correct this condition.

Manufacturer narrative:
(B)(4). The device is available for evaluation; however, the device has not yet been received for evaluation. Should the device or additional information become available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.